Manufacturer narrative:
The device is unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the tip of the reline-o final lock screw driver broke and remained in the implanted screw. This event occurred in spain.

Event description:
It was reported that the tip of the reline o final lock screwdriver broke and remained in the implanted screw. This event occurred in spain.

Manufacturer narrative:
The investigation revealed the reported complaint as the tip of the reline o final lock screwdriver broke and remained in the implanted screw. The device was not returned for evaluation. No associated torque handle information was provided; the involved devices could not be acquired for review. Although no definitive root cause could be determined, review of the reported event and similar events suggests excessive force, excessive torque and/or fatigue as the likely cause or contributors. The fractured tip per surgeon¿s prerogative was left in-situ and the stainless-steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation can be completed. A manufacturing review and labeling review were completed. Review of the device history records of all devices notes the device released march 2021, under consignment use for over four years. Additionally, no material non-conformance, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. A literature review was completed and revealed in situations where the physician has determined that removal of the instrument fragment is not possible and the only safe option is leaving it embedded in the patient, these stainless-steel materials can be considered to exert very low toxicity potential and to pose negligible risk to the patient. A risk evaluation determined a review of the complaint and associated found the effects potentially related to the reported event have been identified and mitigated and the severity of possible effects do not exceed those estimated in the risk documentation. A review of confirmed complaints within the past 24 months of reline final lock screw drivers fracturing intraoperatively leaving an un-retrievable fragment was completed. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. No new harm event or adverse trend identified with the reported event.